Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient was to be implanted with 13mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat right common iliac artery (cia) pseudoaneurysm. After the vsx device was advanced via 10fr terumo through boston amplatz superstiff to target, the physician pulled out the deployment line. When the stent was expanded about 1cm, it was found that the deployment line was stuck and could not be pulled out smoothly. Then the physician decided to retrieve the delivery system and sheath out of the patient together. Finally, another 10fr sheath and same size of vsx device were utilized to complete the procedure. The patient's condition was stable after the procedure without any adverse reactions.

Manufacturer narrative:
H6: c19 -a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The primary reported complaint of partial vsx device deployment with partial expansion of the endoprosthesis was confirmed by an image provided from the field. However, the report of a stuck deployment line could not be directly assessed and the cause of the observed partial deployment could not be established based on the image provided. The vsx device delivery system was also returned for evaluation, though the report of partial deployment with a stuck deployment line could not be assessed based on the condition of the device as received. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The hazardous situation identified from the event description and the observations of the investigation of this complaint identified the following potential device failure modes from the risk management file: partial expansion of endo in vasculature, zipper caught on stent, and unable to pull deployment line through catheter lumen. No other potential device failure modes were identified. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode.